Event description:
User facility reports one incident of a broken injection site found 2 hours into hemodialysis treatment. A portion of the blood volume in the extracorporeal circuit was discarded resulting in ebl=70cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.